Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with hysterectomy, bso and cystoscopy due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence and dyspareunia. It was reported that patient underwent excision of vaginal mesh, repair of vagina and cystoscopy on (B)(6) 2013 due to erosion of implanted vaginal mesh to surrounding organ or tissue. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012, and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.